Event description:
Complainant alleged that during biomed testing, the device displayed a red "x", gave a "unit failed" prompt and inappropiately shuts down. Complainant indicated that there was no pt involvement in the reported malfunction.